Event description:
Pt was injected in the nasolabial folds and cheeks with radiesse dermal filler; she then developed two lumps in her nasolabial area and cheeks. Prior to the injection, the pt was given a dental block of lidocaine.

Manufacturer narrative:
In a follow up; the pt was diagnosed with a cellulitis at the injection site and prescribed keflex. In a follow up with dr's office, the cellulitis has resolved. The device history records for radiesse lot 1015197 was reviewed. All required testing specifications were met prior to release of the lot. There were no abnormalities noted. The only complaints related to this lot have been from two drs' joint practice in 2009.